Event description:
Customer obtained unexpected negative reactivity when tested a donor unit with anti-c series-1 lot 8e3614. Customer shipped unit tested to a hospital; the hospital tested it as positive for c antigen. The unit was not transfused.

Manufacturer narrative:
Customer repeated testing using a different vial of anti-c series-1, as reagent contamination could not be ruled out, especially since the original vial is not available (both series-1 and gammaclone anti-c have the same ms24 clone). Customer stated that reactivity was obtained (clear positive) with a new vial of anti-c lot 8e3614. Customer can not rule out contamination of vial used when test was performed initially.